Event description:
The customer stated with the use of clinical chemistry creatine kinase reagent lot 52044hw00, a downward shift in values was noted in pt and control results compared to another reagent lot. There was no impact to pt mgmt reported.

Manufacturer narrative:
An investigation has determined that some cartridges with ck lot number 52044hw00, expiration october 19, 2007, may cause decreased qc and/or patient results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect csystems. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.